Manufacturer narrative:
The reported event of "atrial lead noise" was confirmed. A complete lead was returned in one piece. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found out that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.